Manufacturer narrative:
The manufacturer previously reported information received alleging a "service required" error occurred. "The hours displayed in the event log don¿t match with hours displayed on the device display screen". There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at a third-party service center, an error was confirmed in the event log. The device's system board was replaced to address the issue. Additionally, not related to the event the device's in-line filter prox and in-line filter are contaminated, and a 4- year preventive maintenance is due, so the device's muffler assembly, air foam inlet filter and particulate filter was replaced. Software version confirmed 1.06.10.00. The device passed functional testing.

Event description:
The manufacturer received information alleging a "service required" error occurred. "The hours displayed in the event log don¿t match with hours displayed on the device display screen". There was no allegation of device malfunction. The device was not in patient use. The device has been returned to a third-party service center, but evaluation has not yet begun. The device's event log has been reviewed and downloaded to this report revealing an error depicting a "battery not charging fault" has been recorded. The manufacturer's investigation is ongoing. A supplemental report will be submitted when the service center's investigation is complete.